Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the explant procedure was performed one month and twelve days post the valve implant procedure.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 5.0 mm. Fol lowing the procedure, no mitral regurgitation or aortic regurgitation was noted. Approximately 2 weeks later, worsened aortic regurgitation was observed. Subsequently, a computed tomography scan revealed valve migration. Approximately 2 weeks later a valve explant procedure was scheduled as, per the physician, control of the aortic regurgitation was not possible without intervention.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012261972); product type: 0195-heart valves; implant date ; product ID l-evolutfx-2329 (lot: 0012289396); product type: 0195-heart valves; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: g3. Inadvertently captured date manufacturer received as 2025-02-19 on previous supplemental. The date manufacturer received was corrected to 2025-02-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.